Event description:
Pt underwent emergency cardiac catheterization for diagnosis of chest pain. Cardiologist completed successful artriotomy closure with a techstar xl 6 fr pvs device. The pt was dishcarged back to a nursing home after one week's treatment for peptic ulcers. The pt returned to the hosp thirteen days post pvs procedure with bleeding from the groin site and was diagnosed with hemorrhagic shock. The pt was taken for surgical repair of a ruptured pseudoaneurysm. It could not be determined if the pseudoaneurysm was at the arteriotomy or at another site in the artery. The pt was transfused with two units of packed cells and admitted to the intensive care unit (ICU). There reportedly were no signs of infection at the time of the surgery. Pt was transferred out of the ICU next day following blood transfusion. After two days on medical floor, pt was noted to be quite ill. A check of groin site revealed a very large open raw area, reportedly size of basketball. A culture of area was positive for methicillin resistant staph aureus and e. Coli. Pt was diagnosed with necrotizing fasciitis. Pt was taken nineteen days post-catheterization for an incision and drainage (I & d) of infected area. Pt was taken to neurological intensive care unit and treated with vancomycin and flagyl. Twelve days post I&d, it was reported that pt was responding well to therapy. Five days later, pt underwent amputation of her lower extremity and hemi-pelvectomy for spread of infection. Pt was placed on ventilator support after this last surgery. Thirteen days later, infection had spread to both buttocks and other leg. Family chose to remove pt from ventilator rather than agree to another surgical procedure. Pt expired on removal from life support. This event is being reported because cause of pseudoaneurysm could not be determined and possiblity of contribution by pvs procedure to pseudoaneurysm could not be ruled out. There were no signs of infection at time of pseudoaneurysm repair. Infectious agents cultured from site are not indigenous to cath labs and are generally related to poor wound care and/or sterile technique. A causal relationship between pvs device and subsequent infection cannot be established.